Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy fluid. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was treated with ceftazidime (125mg per liter, intraperitoneal and frequency were not reported) and cefazolin (125mg per liter, intraperitoneal and frequency were not reported). Due to non recovery after 4 days with targeted antibiotics, the patient's pd catheter was removed and the treatment with meropenem (500mg per day, route and frequency were not reported). Was started. At the time of this report, the patient outcome was not reported but it was reported that the patient remained hospitalized. On an unreported date, the patient was transferred to hemodialysis. No additional information is available.